Event description:
The customer reported the ventilator failed pre-operational testing. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician confirmed the reported problem. Upon evaluation of the device, the service technician reported finding a tubing to the safety valve was not fully inserted and was leaking. The service technician corrected the finding to address the reported problem. Performance verification testing was completed and passed to specifications. If the safety valve malfunctions, it may result in a sustained safety valve open occurrence. If the safety valve remains open, the ventilator is not providing breath support to the patient during use. It is accompanied by an alarm and a safety valve open message in the display.

Manufacturer narrative:
Tubing leak.